Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
A customer reported she began getting higher than feels readings around (B)(6), 2010 and received message "hi" on several occasions. The customer further reported to intermittently experiencing tiredness, diaphoresis, weakness and cold. She also reportedly lost consciousness after taking an unspecified sleeping pill. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.